Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective shunt valve on the main side. The technician replaced the shunt valve and performed functionality tests and tested the unit to factory specifications and ice block building. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
"According to the customer: the customer stated that the hcu40 displayed the error message "main water flow too low". Additional information: the incident occurred during patient treatment there were no negative consequences for the patient or a delay in surgery. (B)(4).